Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lump" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lump.

Event description:
Patient reported left side lump. Device remains implanted.

Event description:
Originally this event was reported out of an abundance of caution. However, upon review of further information, abbvie medical safety has deemed the reported "left side lump" as non-serious. This information is no longer considered reportable to the FDA.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.